Event description:
It was reported that during a procedure, a tin pin like hole was observed in the plastic when the gel was placed in the probe cover. The probe cover was replaced. No patient complications have been reported as a result of this event.